Event description:
It was reported that a malfunction alarm occurred. It was also reported that the customer was unable to clear valid temperature alarms.the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200-230 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.